Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 64-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) d shock, on extracorporeal membrane oxygenation (ECMO), and on a trach/ventilator for respiratory support, prior to initiation of support. After 11 days on support, the device was successfully weaned. Following bedside removal of the impella, the patient developed a significant hematoma across the right pectoral region. The patient was sent back to the cardiovascular operating room (cvor) to identify and fix the site issue. The post-procedure outcome is survived at explant. While on support, the device functioned as intended for left ventricle (lv) unloading at p-6 at 3.7 l/min with d5w sodium bicarbonate in the purge solution. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Investigation summary: major bleed/pdi: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 clinical code changed to e0506.